Manufacturer narrative:
The account found the side rail latches were bent. The account replaced the side rail latches to resolve the issue.

Event description:
The account alleged that the side rails were not latching. No injury reported.